Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced a prime rewind anomaly during an infusion set change. The blood glucose reading was 103 mg/dl. The customer stated that she was unable to exit the "preparing to prime" loop. She was unable to resolve the issue upon troubleshooting. Advised replacement of the insulin pump. Nothing further reported.